Event description:
It was reported that after successful stent deployment, the physician noted that the length of the stent was reduced to 30mm. The procedure was completed with a second stent being placed without issues. There was no report of injury to the patient.

Manufacturer narrative:
The review of the manufacturing records performed show that no remarkable incidents related to the complaint occurred. The stent remains implanted and the delivery system was discarded; therefore, not available for evaluation. The event investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states PMA# p070014.